Event description:
It was reported that the patient has been experiencing pain in her groin area since (B)(6) of 2012. Patient is reporting having problems walking and states that after having surgery she was a slow heal. Patient states that she has had blood work, complex fluid collection, x-rays, ultrasound, and CT scan. Patient has threatened to get a lawyer.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.